Event description:
It was reported that the ventilator was not working. There was no patient connected to the device at the time of the event occurred.

Manufacturer narrative:
Please note, this is follow-up submission 1. B.4:08/27/2018. G.4:07/21/2018. Additional information: h.6: add code c139472. The blower assembly and sensor printed circuit board (pcb) were received for evaluation. Visual inspection of the returned component did not reveal any signs of contamination or damage. The blower and the sensor assembly were installed to a failure investigation (fi) test ventilator. The reported condition was verified on the blower assembly. The product does not meet specifications. The root caused was identified by a failed hall effect sensor s2. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10 the blower assembly and sensor printed circuit board (pcb) were received for evaluation. Visual inspection of the returned component did not reveal any signs of contamination or damage. The blower and the sensor assembly were installed to a failure investigation (fi) test ventilator. The reported condition was verified on the blower assembly. The product does not meet specifications. The root caused was identified by a failed hall effect sensor s2.